Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent stenting of the restenosed (taxus) distal right coronary artery (rca) and restenosed (taxus) proximal rca with two xience v stents. In 2009, the patient developed angina. Diagnostic coronary angiogram revealed 80-90% in-stent restenosis within the mid distal rca. Percutaneous coronary intervention (pci) was performed as treatment. The patient was sent home the same day. There is no additional information.

Manufacturer narrative:
Results and conclusion summation: stenosis and angina, as noted in the IFU and risk assessment, are known adverse events associated with coronary stenting, and not necessarily an indication of a deficiency. It was reported the xience v stent was implanted to treat restenosis of another company's restenosed drug eluting stent. The IFU states: xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Also, the safety and effectiveness of the xience v have not been established for subject populations with in-stent restenosis. Although, a conclusive cause cannot be determined, there does not appear to be an indication of a quality deficiency.